Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_(B)(4) - envision ide study, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 281s. The final implant depth at non-coronary cusp (ncc) was 3.50mm and at left coronary cusp (lcc) was 3mm. On (B)(6) 2026, an elevation of c-reactive protein was noted and antibiotics were given.